Manufacturer narrative:
Added event description detail.

Event description:
On (B)(6), 2021, the patient remained hospitalized. It was reported the patient is improving with sensation in the bilateral extremities, no movement, and pulses palpable bilaterally.

Manufacturer narrative:
H6 - investigation findings updated to 213 no device problem found.

Manufacturer narrative:
As it is unknown which device(s) may have contributed to the spinal cord ischemia with no lower extremity movement or sensation post-operatively, two additional devices have been included in this report: (B)(4) and (B)(4).

Manufacturer narrative:
The gore® excluder® iliac branch endoprosthesis is being reported separately. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage.

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient was undergoing treatment of a thoracoabdominal aortic aneurysm in the aaa1701 tambe clinical trial. The treatment included the use of gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. Following the procedure the patient exhibited spinal cord ischemia with no lower extremity movement or sensation post-operatively. A spinal drain was placed emergently. The event is ongoing.